Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 7 unopened bard clean catheters received. Two of the packages were still stuck together by little pieces of the packaging still attached. One catheter was found to be upside down in the packaging, with the tip of the catheter on the peel to open side. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: d10, h3.

Event description:
It was reported that the vinyl clean catheter was packaged backwards inside of the packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the vinyl clean catheter was packaged backwards inside of the packaging.